Manufacturer narrative:
The bur subject to this MDR was not made available to the MFR for eval. The mfg records were reviewed, no issues were identified which may have contributed to this alleged event. The root cause of this failure is undetermined.

Event description:
It was reported that during a surgical procedure on the pt's heel that bur used left metal fragments in the wound. It was also reported that the surgeon attempted to remove the metal shards with irrigation. It was also reported that another bur was readily available.